Event description:
It was reported that a cartridge alarm 1 occurred during the load sequence. There was no adverse impact on customer's blood glucose level. Additionally, a cartridge alarm 9 occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 300 units of insulin. The customer reverted to alternate therapy for diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.